Manufacturer narrative:
The customer reported that the unit was failing paddles defib test in opcheck. The device was evaluated at philips, and the failure was confirmed. Replacing the therapy pca resolved the issue.

Event description:
The customer reported that the unit was failing paddles defib test in opcheck.